Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were within range prior to running the patient sample. Siemens remotely assisted the customer and adjusted the pressure foot. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced x tubing and sensor, bleached integrated multisensor technology (imt) system, aligned pump rate, and put x tubing on 2nd rung, ran dilution check and qc, which recovered acceptably. Siemens evaluated the event and determined that the erratic pump rate and flow issue through imt issue potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The sample was repeated at the alternate facility. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na result.